Event description:
It was reported that the asymptomatic patient presented in the clinic to have the device checked. Upon interrogation, the pulse generator exhibited oversensing and variable measurement of lead impedances. No intervention had been performed. It was suggested during the call that the pulse generator be replaced.

Manufacturer narrative:
No conclusion code available. The reported event of noise and high lead impedances was confirmed. Final analysis revealed an anomalous reference voltage that was found to be oscillating. The anomalous reference voltage resulted in noise and erroneous impedance measurements. The oscillation in the reference voltage was caused by an intermittent connection of the reference voltage¿s capacitor to the hybrid.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. No further information available.